Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed failure to capture and far field r wave over-sensing of the right atrial (ra) lead, with tracking noted in the right ventricle (rv). The ra lead was later confirmed to be dislodged via x-ray. The ra lead was explanted, and the atrial port of the pacemaker was plugged. The patient stable throughout the procedure, and no patient consequences were reported.

Manufacturer narrative:
Correction: section b5. "Far field r wave over-sensing" should have been included in the initial b5. Section h6. "Over-sensing" should have been included as a medical device problem code in 2017865-2026-05605.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and over-sensing. A complete lead with a stylet and a clip-on-tool was returned in one piece for analysis. The reported events of failure to capture and over-sensing were not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed failure to capture of the right atrial (ra) lead, with tracking noted in the right ventricle (rv).. The ra lead was later confirmed to be dislodged via x-ray. The ra lead was explanted, and the atrial port of the pacemaker was plugged. The patient stable throughout the procedure, and no patient consequences were reported.